Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported the patient's right distal femur was revised. No patient complaints were reported to the rep but the surgeon reported there was a potential patellar tracking issue. The patellar component was found to be well-fixed and not revised. A standard distal femoral component was revised to a small. The poly insert, rotating platform, and axle were also revised.